Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd cathena¿ safety IV catheters experienced catheter damage/deformation which was noted during use. The following information was provided by the initial reporter: my colleagues tell me that they encountered the problem (concerning the 20 ga catheter only) a few months ago and realized that when the patient's vein burst after the catheter was inserted, when they removed the catheter they could see this small plastic clump. However, these incidents were not reported internally and we did not keep the defective samples or record the lot numbers. A few months ago, a nurse noted the problem with at least 2 patients whose vein broke after the catheter was placed (by removing the catheter, she noted a small "heap" of plastic) but she did not keep the units.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of bd cathena¿ safety IV catheters experienced catheter damage/deformation which was noted during use. The following information was provided by the initial reporter: my colleagues tell me that they encountered the problem (concerning the 20 ga catheter only) a few months ago and realized that when the patient's vein burst after the catheter was inserted, when they removed the catheter they could see this small plastic clump. However, these incidents were not reported internally and we did not keep the defective samples or record the lot numbers. A few months ago, a nurse noted the problem with at least 2 patients whose vein broke after the catheter was placed (by removing the catheter, she noted a small "heap" of plastic) but she did not keep the units.